Event description:
It was reported when using the bd pyxis¿ medbank tower aux, unable to retrieve oxycodone 10mg for a patient and there was lot of overrides for oxycodone. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of this incident, it was reported that the user was unable to retrieve the medications. The technical support specialist advised the customer to collaborate with the pharmacy team to resolve the issue. The system functioned as intended after the technical support specialist investigated the issue. D4 & h4: UDI and manufacturer date not available.